Event description:
The information provided in the copy of the legal complaint alleges that the patient had undergone lasik surgery, where immediately following, she allegedly starting having problems (type of problems were not disclosed). Approximately one year later (2008) patient had an enhancement procedure done on both eyes. She was treated post operatively with steroids (reason for treatment was not disclosed). The legal complaint states that according to a licensed medical professional, the patient's corneas measured 394 microns - right eye and 351 microns - left eye, the patient has a lifetime risk of ectasia and may require two corneal transplants. Her visual acuity measures 20/25 - right eye and 20/60 - left eye.

Manufacturer narrative:
In 2009, nidek inc was notified by service that the alleged patient injury had occurred in or about 2007 & 2008. This notification came via the injured patient's attorney. Nidek did not receive any prior notification of any patient injury. Once we received the notification of patient injury, we began an investigation process, however, the facility where the alleged patient injury occurred is now closed. Regarding results and conclusion above -these codes were selected due to the fact that the device was never sent in to the manufacturer for inspection. Based on the information presented, nidek inc is unable to determine the root cause of this injury. If further information is received, we will submit a follow up report.